Manufacturer narrative:
(B)(4). Nanjundappa s. Harshavardhana and mohammed h h noordeen ¿surgical results with the use of silicated calcium phosphate (sicap) as bone graft substitute in posterior spinal fusion (psf) for adolescent idiopathic scoliosis (ais)¿ (2015) 10:27 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a late, deep (B)(6) infection after undergoing a surgery in which actifuse was used as the bone graft substitute. On an unspecified date, the patient underwent posterior spinal fusion (psf) followed by arthrodesis using (sicap) silicated calcium phosphate (actifuse) in conjunction with locally harvested autologous bone for adolescent idiopathic scoliosis (ais). Subsequently, 47 months post-operatively, the patient experienced a late deep (B)(6) infection warranting removal of all instrumentation. It was specified that sound arthrodesis was seen at the time of the instrumentation removal. Further remedial treatment was not reported. No further information was provided regarding the patient's outcome. No additional information is available.